Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: is the leak fluid or air? Fluid. Was the leak contained within the instrument? Not contained. Was the fluid actively spraying about outside the machine? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard (anyway coming from a component that touches biohazard samples). Did the leaked liquid have bleach mixed in? No. Was anyone injured due to the leaked liquid? No.

Event description:
It was reported that while using bd facscanto¿ ii leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? Not contained. 3. Was the fluid actively spraying about outside the machine? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazard (anyway coming from a component that touches biohazard samples). 5. Did the leaked liquid have bleach mixed in? No. 6. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part #338962, serial # (B)(6). Problem statement: customer reported complaint regarding leakage of biohazard not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05aug2021 to 05aug2022. Complaint trend: there are 4 complaints related to the issue of defective valves causing leakage. Date range from 05aug2021 to 05aug2022. Manufacturing device history record (DHR) review: DHR part #338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to a defective v8 valve. The customer reported that the instrument leaks on the side of the arm when they launch a sit (sample injection tube) flush. The field service representative (fsr) did a general verification of the equipment and confirmed that the v8 valve did not open properly. The fsr proceeded to do a replacement of v8 valve. After the replacement, there was no further leakages. The part was not requested for evaluation because it is not returnable and was discarded. The fsr performed a functioning test and checked the cst performance. The instrument was functioning as intended. This pr (B)(4) is related to pr (B)(4) where the customer reported a complaint regarding a list of error messages being displayed and more information can be found in case no: (B)(4). Although the leak was waste and there was the potential for exposure to biohazard material, there was no skin contact and noone was harmed or injured. Bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 01/vers. A, indicates to wear suitable protective clothing and gloves to prevent transmission of potential fatal disease from biological specimens. This can be found on page 147 in cleaning the surfaces. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 02oct2008 defective part number: 336504 - two way pinch valve assembly nc. Work order notes: subject / reported: (B)(4) - bd facscanto ii cytometer 4/2/2 sys ivd - sit flush problem. Problem description: the instrument tastes on the side of the arm when the customer launches a sit flash. Work performed: general verification of equipment replacement of the v8 valve that does not open properly proper functioning test: no more overflow of the arm during the sit flush check performance cst in specification operational equipment and conforms to bd specifications. Cause: defective v8 valve; solution: v8 replacement. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes; no. Item: 23. Valves; function: 23.1 block, pass, or direct fluids; potential failure mode: 23.1.1 valve leaks; potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance; potential cause(s) / mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup; current controls: di rinse daily; recommended actions: n/a; responsible party: n/a; target completion date: n/a; actions taken: n/a; sev: 5; occ: 7; det: 1; rpn: 35. Mitigation(s) sufficient yes; no. Root cause: based on the investigation results the root cause of biohazard leak not contained within the instrument was due to a defective v8 valve. Conclusion: based on the investigation results, the root cause of biohazard leak not contained within the instrument was due to a defective v8 valve. The fsr confirmed the issue and proceeded to replace the v8 valve. After the replacement, the instrument was functioning as intended with no further leakages. No one was harmed or injured. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.